Event description:
It was reported that the patient presented in hospice for follow up. A device interrogation revealed over-sensed noise exhibited by the right ventricular lead. Noise episodes obscured possible pacing inhibition or under-sensing episodes. Programming interventions were made. The patient was not pacing dependent and was in stable condition.